Event description:
Medtronic received information that this silicone membrane oxygenator was primed and used on a patient. During use, the device exhibited a leak from the gas port, indicative of a membrane leak. The device was changed out. It was reported that there were no adverse patient affects during the change out of the product.

Manufacturer narrative:
Analysis: visual inspection shows no outward signs of damage to outer wrap of silicone oxy. Unit appears to have been used as body fluid and clotting was detected during cleaning. Unit was run with fluid at 1.8 l/min, with 3 ps back pressure for 30 minutes. During run, a small amount of body fluid water mixture was observed exiting the gas port. Unit was dissected, which clearly shows body fluid inside the envelope approximately 3 feet from start roll. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows 1 leak path at side seam approximately 3 feet from start roll. Microscope inspection shows a small puncture hole in membrane at side seam. Further inspection shows a rough, high spot in the screen sizing area. This high spot matches the puncture hold in membrane. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occurred and is related to the event. As the product passed all manufacturing tests prior to being released for distribution, we suspect that the damaged occurred outside of medtronic's control. Evaluation of the membrane identified a high spot on the membrane screen, which likely contributed to the puncture. Medtronic is currently investigating the issue to identify root cause for the high spot on the membrane screen. No adverse patient effects were reported.